Manufacturer narrative:
Main investigation conclusion: the reported event of a bent pin in the white connector was not confirmed. The system controller (serial #: (B)(6)) was returned for analysis and a log file was downloaded for review with events spanning approximately 4 days ( (B)(6) 2000, (B)(6) 2020, (B)(6) 2021 per time stamp). Events occurring on (B)(6) 2021 took place during lab testing at abbott. Events occurring on 01jan2000 took place when the clock was not set, and the exact date and time of the events could not be determined. The driveline was not connected to the controller at any point in the log file indicating that this is the backup system controller. There were no notable alarms active in the log file. The system controller underwent preliminary and functional testing and operated as intended. The system controller was connected to the mock loop and was able to operate for an extended operation as intended. Upon visual inspection, there were no bent pins in the white power lead connector. Good faith efforts were sent to request information regarding if the correct system controller was returned for analysis and additional provided information communicated on 15jul2021 stated that the correct system controller was returned for analysis. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the system controller (serial #: (B)(6)) and the system controller was found to pass all manufacturing and qa specifications before being shipped to the customer on 30sep2020. Heartmate iii instructions for use, rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook, rev. C, section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Reviewed and found complete. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's backup controller had visibly bent pins in the white power cable that would not allow it to be connected to a battery clip or patient cable.